Event description:
Customer had been getting results of e20 and e01 error codes on her contour usb system. Meter and strips were being replaced by the company. In the interim, the customer continued to try and use her meter and stated that because it took her so many attempts to actually get a blood glucose readout, she ended up in the hospital with a high blood glucose of 318mg/dl. She was given glucophage and then was fine. Customer has used up her tests strips so there are no strips to return for evaluation.